Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010. During the procedure, the blade was slowing down and pausing when activated. Then, when the trigger was pressed on the device, the blade could not be exposed. A second device was used to finish the case with no adverse patient consequences.

Manufacturer narrative:
(B)(4) - blade will not advance. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.